Event description:
Ligasure handpiece was not "slicing" properly during surgical use, although there is power on the equipment connected, no error messsages seen on the screen.seemed like the tip was not sealing while activated. Doctor asked for a replacement and the replacement was sealing and functioning fine without changing the generator.